Event description:
It was reported that a patient post-procedure follow-up, the lead failed to capture and had low sensing. The physician decided to explant the bundle lead. The patient was stable throughout procedure.